Manufacturer narrative:
The customer reported that the AED would not recognize their pads. Upon return, the device was evaluated and underwent bench testing. The reported issue could not be confirmed. The AED operated as intended throughout testing.

Event description:
A customer reported their pads are not recognized by the AED. They reported this did not occur during patient use.